Manufacturer narrative:
The explanted device was not returned to bsn.

Event description:
A report was received that the patient underwent a revision procedure wherein the ipg was replaced per physician's preference. No device malfunction was suspected. The patient did not have charging or stimulation issues prior to revision. The patient was reportedly doing well post operatively.

Manufacturer narrative:
Other # field is populated with the di number.

Event description:
A report was received that the patient underwent a revision procedure wherein the ipg was replaced for an unknown reason. No device malfunction was suspected. The patient was reportedly doing well post operatively.